Event description:
Based on information received on (B)(6) 2018, the case previously considered as non-valid became valid as the events knee aspiration, extreme pain, unable to ambulate, knee swelling, difficulty with weight bearing were added. Additionally, this case initially processed as a case of 2 patients is now processed as an individual patient case based on patient specific information. Based on additional information received on (B)(6) 2017, the case was upgraded to serious as important medical event of device malfunction was added. This case is cross referred with the cases (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from the health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latencies the patient experienced knee aspiration (latency: 2 day), extreme pain (latency: 1 day), knee swelling (latency: 1 day), difficulty with weight bearing (latency: 1 day), unable to ambulate (latency: 1 day). Also device malfunction was identified for the reported lot number. No relevant medical history, past medications was reported. Concomitant medications included folic acid. Patient was not pregnant. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (lot number: 7rsl021 and expiration date: may-2020) for oa bilateral knees. On the same day, the patient completed treatment with synvisc one. On (B)(6) 2017 after 1 days of receiving first dose of alemtuzumab, the patient experienced extreme pain, swelling and the patient had difficulty with the weight bearing. On the same day, it was reported that the patient was unable to ambulate due to bilateral knee swelling and pain. On (B)(6) 2017 after 2 days of receiving first dose of synvisc one, patient had bilateral knee aspiration (100 cc per knee) and cloudy synovial fluid was removed. Patient was given corticosteroid injection, nsaids, icing and elevation. Bilateral knee aspirated. On an unknown date, the patient had reactions to synvisc one. Corrective treatment: not reported for unable to ambulate; 100 cc aspiration,nsaids, ice, elevation, corticosteroids for knee aspiration; nsaids, ice, elevation extreme pain, knee swelling, difficulty with weight bearing outcome: unknown for reactions to synvisc-one, unable to ambulate; not recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for device malfunction and knee aspiration additional information was received on (B)(6) 2017 from the health care professional. Number of patients was updated from 3 to 2. Clinical course was updated and text was amended accordingly additional information was received on (B)(6) 2017 (both the information was processed together with clock start date of (B)(6) 2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Additional information was received on (B)(6) 2018. No new information was received. Additional information was received on (B)(6) 2018 from a healthcare professional. Events knee aspiration, extreme pain, unable to ambulate, knee swelling, difficulty with weight bearing were added. Pregnancy status was added. Folic acid was added as a concomitant medication. The case previously considered as non-valid became valid as the events knee aspiration, extreme pain, unable to ambulate, knee swelling, difficulty with weight bearing were added. Related case ids were added. Patient's demographics were added. Number of patients was updated from 2 to 1. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: the follow received does not change the previous assessment of the case.this case concerns patients who received synvisc one injections from the recalled lot and later had reactions to synvisc-one. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.